Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is company representative. H6: the available x-ray images show the reported unstable situation. The tfna helical blade is no longer in the same position as after the surgery and the complaint therefore confirmed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The product was removed and replaced on (B)(6) 2019.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in korea, south as follows: it was reported that on an unknown date, one week after the tfna operation, the blade began sliding back. Four months later, the x ray showed that the blade did not hold the femoral head. During surgery, the blade was locked correctly using torque driver. Concomitant device reported: unk - nails: tfna (part # unknown, lot # unknown, quantity 1), unk - screws: locking: trauma (part # unknown, lot # unknown, quantity unknown) this report is for one (1) tfna fenestrated helical blade 85mm. This is report 1 of 1 for (B)(4).